Manufacturer narrative:
(B)(4).

Event description:
It was reported that the response to presses on the "1" button on the touchscreen was delayed. There was no impact to the customer's blood glucose level because the customer was on a saline trial at the time of the event and was not using the pump for insulin therapy. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer. However, the customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the touchscreen was having issues. Tandem customer technical support was not able to troubleshoot or obtain additional bg information from the customer.